Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that approximately one week following an intraocular lens (iol) implant procedure, the patient experienced markedly decreased vision. The pupil was exuded with pigment, and the conjunctiva was congested. The patient's pupil was dilated with medication. The pupil was plum-blossom and could not disperse completely. The vision was 0.1. At, present, the patient has exudation of pigments in front of the lens with vision of 0.4.